Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported her blood glucose was around 200 mg/dl on (B)(6) 2010 before beginning pump therapy and 30 mins after she was connected to the infusion, device her blood glucose was at 191 mg/dl. Pt is new to pump therapy; she just started using the infusion device on (B)(6) 2010. Pt stated she took her blood glucose around 2 pm today and her blood glucose reading was 202 mg/dl; she has not had anything to eat. Pt's target blood glucose range is 80-140 mg/dl. Pt reported she thought she noticed a small air bubble in the infusion tubing when she looked at it. Assisted pt with priming out the air bubble. Had pt reconnect the infusion tubing and place the infusion device back in run mode. Advised pt to continue to monitor her blood glucose. On call back from pt on (B)(6) 2010, pt reported her blood glucose was elevated again with a reading of 240 mg/dl. Pt stated she has not tried to bolus yet. Pt reported she disconnected the infusion tubing from her infusion site and no insulin is flowing from the end. Pt reported she did not prime or bolus. Had pt disconnect the infusion tubing from her infusion site and prime the infusion set; insulin flowed immediately. Pt reported there may be some small champagne bubbles at the top of the tubing so, had pt continue to prime and insulin continued to flow; stated she does not think there are air bubbles now. Had pt reconnect and place the infusion device in run mode. Advised pt to contact her dr or nurse if she has questions about her blood glucose and how to bolus. On f/u call to pt on (B)(6) 2010, the call was answered by a female who stated the pt was in the hospital due to a car accident. She stated she did not know anything regarding the accident. Female stated the pt tended to go all day without eating sometimes, but did not know if the accident was diabetes related. On f/u from the pt's trainer on 05/31/2010, the trainer reported that pt was not wearing the infusion device at the time of the accident. No product return was requested.